Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Although the instructions for use state the following: - the indication of use of the e-motion is to expand the field of activities by assisting the applied operating force of the patient to the wheelchair wheels. - must only be operated by persons who can move and coordinate both hands or arms without major restrictions - must only be operated by persons who have the physical and mental ability to safely operate the wheelchair with the e-motion wheels attached to it in all possible situations and, in the event of the e-motion wheels failing to work, are able to brake the wheelchair and stop safely - when travelling on slopes and inclines, keep your hands close to the push rims and be prepared to brake. - your hand must always be positioned near the push rims so that you can react quickly to change direction and stop the wheelchair safely. Alber has requested the involved device for investigation.

Event description:
Allegedly whilst driving a slope uphill the e-motion wheels stopped supporting the ride. As a result that the e-motion wheels stopped the support the patient and the wheelchair rolled backwards on the slope and turned sideways against a curb causing that the patient and wheelchair fall to the ground. The patient suffered pain for several days after the fall. On (B)(6) 2023, the patient visited the hospital, the x-rays made could not find any injuries or fractures. On (B)(6) 2023, an MRI (magnetic resonance imaging) was performed and a right tuberosity fracture was diagnosed.